Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high, varying impedances, oversensing with noise and increased pacing threshold. It was noted that pacing was inhibited due to noise and pauses were observed on electrocardiography data. The patient experienced faintness, pa lpitations, and chest discomfort. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.